Manufacturer narrative:
Initial reporter name and address: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the return line was observed perforated near the screwed connector. The reported condition was verified. The cause of the condition could not be determined. Aa batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the upper end of the filter of a prismaflex st100 set during prime. There was no patient involvement reported. No additional information is available.